Event description:
A company representative reported that the tulip of a xia serrato polyaxial screw disengaged approximately 1.5 months post-operatively. It is currently unknown if a revision surgery will occur.